Event description:
A report was rec'd that the pt's precision sys was explanted, as the pocket site would not heal properly. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.